Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 1/9/2017 - phone, 1/9/2017 - phone, 1/11/2017 - phone. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent micro-switch was replaced, and the unit was returned to service.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected during a case. There is no report of patient injury.